Manufacturer narrative:
Based on the information as reported, no conclusion can be made as to why the mesh allegedly "prolapsed into the inguinal canal." While no conclusion can be made regarding the possible cause of the alleged "prolapse" the instructions-for-use prescribe the proper method of fixating the mesh in position. The information provided to date is limited, additional information has been requested. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted

Event description:
The following was reported via (B)(6). It was reported that on (B)(6) 2010 the patient was implanted with a davol modified kugel mesh. As reported the mesh has prolapsed into the inguinal canal. It is reported that the patient experiences daily searing, stabbing pain similar to "appendicitis attacks" that wakes her from sleep. It is reported that the pain affects the groin and down the inner thigh and the contact reports that "it makes my large toenail go dark blue/black when I sit for longer periods." As reported the patient takes pain medication and has completed two pain courses and she is awaiting further treatment from a pain specialist. It is reported that the patient is "considering removal surgery by a specialist which is very risky and damage to nerves and a chance of death occurring as well."

Event description:
The following was reported via tga (therapeutic goods administration, dept. Of health, australia). It was reported that on (B)(6) 2010, the patient was implanted with a davol modified kugel mesh. As reported the mesh has prolapsed into the inguinal canal. It is reported that the patient experiences daily searing, stabbing pain similar to "appendicitis attacks" that wakes her from sleep. It is reported that the pain affects the groin and down the inner thigh and the contact reports that "it makes my large toenail go dark blue/black when I sit for longer periods." As reported the patient takes pain medication and has completed two pain courses and she is awaiting further treatment from a pain specialist. It is reported that the patient is "considering removal surgery by a specialist which is very risky and damage to nerves and a chance of death occurring as well."

Manufacturer narrative:
This is an addendum to document the completion of the manufacturing review and to make a correction to manufacturing date. The manufacturing records review found that the lot was manufactured to specification. Corrected field: device manufacture date updated fields: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type. Should additional information be provided, a supplemental emdr will be submitted.